Manufacturer narrative:
The device history record for lot 13493356 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
Additional information provided on 12jul2023 stated the patient was 43-years-old. Additionally, the suspected medical device was a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with lot number 13493356 and with common device name set, administration, intravascular. The device is not a single-used device that was reprocessed and reused on a patient.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined additional contact information (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that when the secondary tubing was attached to the clave secondary port, the plunger became depressed and the medication would not pull from the secondary line. Air was pulled into the pumping chamber and the primary tubing needed to be replaced. This has happened with several lot numbers and leads to a delay in care. No harm was reported.